Event description:
It was reported that an occlusion alarm occurred and that a cartridge alarm 1 occurred during bolus delivery. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.